Event description:
It was reported that the customer was hospitalized with a blood glucose level of 1200 mg/dl, cause was unknown. Customer was release on 12/4/25. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.